Manufacturer narrative:
Follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device fails to pass the self test. There was no patient involvement.